Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were liquid bubbles between the trigger and locking ring when trigger was pressed and the trigger was jammed. It was further reported that there was liquid inside the unit and the trigger and the insulation on the electronic control was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning/ improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer/drill device had water draining from it. During in-house engineering evaluation, it was observed that there were liquid bubbles between the trigger and locking ring when trigger is pressed, trigger jams. It was further reported that there was liquid inside the device and the trigger and the insulation on the electronic control was cracked. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.